Event description:
The customer reported unable to link the new replacement panel in which loose screw was found inside. Detector was never used.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. MFR cross-ref # (B)(4).